Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 800 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was diabetic ketoacidosis. Customer was treated IV and insulin drip, fluids. Customer was wearing the pump at the time of emergency room visit.